Event description:
It was reported that when using the bd pyxis¿ es server, it had a issue with ordered units. The customer reported that issue occurred when dispensing medications to the patient which resulted in delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with ordered units. A technical support specialist dialed into the server, checked that the order had been discontinued and the patient had been discharged, and informed the customer that the case could be closed. The system functioned as intended after the technical support specialist investigated the device.